Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she had back surgery on (B)(6) 2019 and she was not aware that the ins needed to be turned off. Caller states the cautery 'blew the brain of the implant.' Caller could not clarify what she meant by that statement but has had a return of symptoms since. Caller states not using the ins has been horrible. The patient was advised to follow up with their doctor. Caller states her hcp called the manufacturer to schedule a meeting with a rep on (B)(6) 2020. Caller asked if she could have a closer meeting, was redirected to hcp and provided phone number for the doctor to page a rep. No further complications were reported or are anticipated.